Event description:
The customer reported that the system displayed an intermittent error that stated can not connect to the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reassembled the lemo plug on the interconnect cable. The system was tested and found to be working as intended and put back in service.